Event description:
It was reported by the affiliate that during a percutaneous transluminal angioplasty (pta) of an unknown lesion, the distal tip of the 6f .070 110cm vista brite tip guiding catheter was confirmed to be deformed (¿compressed¿). It occurred while delivering an unknown guidewire through the device. Preliminary device evaluation revealed that the distal end split 6cm. A guidewire couldn't come out of the distal tip of the guiding catheter. Therefore, the physician exchanged for another one. The procedure was successfully completed. There was no patient injury reported. The device will be returned for analysis. The product was clinically used. There were no particles obstructing the catheter. The unknown lesion was not calcified or tortuous. The device did not kink or bend at any time prior to the event experienced. The other devices used with the product did not kink or bend at any time. There was no reported difficulty tracking the device through the vasculature. An adequate continuous flush was maintained through all devices.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 16019327 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta), the distal tip of the 6f .070 110cm vista brite tip guiding catheter was confirmed to be deformed (¿compressed¿). An unknown guide wire was introduced into the vista brite catheter but would not advance through to the distal tip. Upon removal, a split was noted at the distal end. There was no reported patient injury. The target lesion was unknown but was not tortuous or calcified. The catheter nor the devices used in the procedure was noted to be kinked or bent. The physician did not have any difficulty tracking the device through the patient¿s vasculature and adequate continuous flush was maintained through all the devices used in the procedure. Upon removal and examination of the catheter, a 6cm split was noted on the distal end; however no particles were noted to be the cause of the obstruction. The physician then exchanged the catheter for another one and the procedure was completed successfully. One non sterile unit of vista brite tip 6f .070 was received coiled in a plastic bag, the tip of the catheter was found frayed/split in a 6.0cm section (per visual analysis the split condition appears to be made by a sharp object) as well as kinked conditions found on the catheter body at 8.2cm and 61.2cm from distal end. No other issues were found. A lab sample syringe filled with water was attached to received catheter and it was successfully flushed, a 0.038¿ emerald guidewire lab sample was inserted through the received gc and went through the entire catheter body. The resistance/friction was felt only when the guidewire was passing the body kinked areas, therefore it was determined that this resistance is related to the kinked conditions. The brite tip/distal tip was inspected under microscope and the brite tip/distal tip frayed/split condition was confirmed. Also scanning electron microscope (sem) analysis was performed to the catheter brite tip; the results are the following: ¿sem results show that the catheter surface presented evidence of cutting on the braid wire at the surrounding areas of the frayed. It seems that the cutting coming from the outside, consequently causing the broken material.¿ .the catheter od and ID were measured near to the tip split condition and near to the kinked conditions and results were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The frayed/split/torn condition was confirmed by the condition of the product as it was received for analysis. The cause of this split condition could not be conclusively determined during the analysis; however sem results showed that the catheter surface presented evidence of cutting on the braid wire at the surrounding areas of the frayed. Also, it seems that the cutting was coming from the outside of the catheter. Therefore it was determined that this split condition is not manufacturing related. No obstruction of the catheter was found during functional analysis. Controls are in placed through all the guiding catheters manufacturing process, the produced catheters are inspected 100% before leaving the facility. The complaint reported by the customer catheter (body/shaft) ¿frayed/split/torn¿ condition was confirmed by the condition of the product as it was received for analysis. The cause of this split condition could not be conclusively determined during the analysis; however, the damage does not appear to be manufacturing related as the cutting was coming from the outside of the catheter. Based on the information available for review, no determination of contributing factors could be made at this time. The complaint reported by the customer ¿catheter (body/shaft) ¿ obstructed-in patient¿ was not confirmed since no obstruction was found during functional analysis. The difficultly experienced by the customer maybe related to the kinked conditions found through the catheters body since, during analysis, resistance friction was felt only at the kinked areas. However the cause of the kinked condition found throughout the catheters body could not be conclusively determined during the analysis. Procedural factors and/or vessel characteristics leading up to the target lesion may have contributed to the difficulty experienced by the user. Product analysis results and DHR review results do not suggest that these damages are related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.